Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 07/08/2022 by a facility representative via sems that an 5033-100 galileo capturing rod broke. This was discovered during a case and broke inside the joint space. Per facility: "after the surgeon had set the lag screw, he tried to remove the nut on the end of the screw driver - attached to the screw capture. It was stuck, so he used a pair of pliers to loosen it. In the process, the capture broke inside the nut. Idea was that it had been cross threaded. All broken pieces were recovered."

Manufacturer narrative:
The complaint is confirmed. One unpackaged 5033-100 was received for evaluation. Visual inspection identified the threaded end of the rod had broken. According to the event description reported, the cause can be attributed to misuse resulting in excessive torque being applied to the device.